Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (intraperitoneally-ip, 2 grams, every 5 days). At the time of the report, treatment with vancomycin was ongoing. At the time of the report the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894188, gd894410 and gd894402 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).